Event description:
It was reported that during the percutaneous thrombolytic device (ptd) preparation for the thrombectomy, the clinician followed the instructions for use and also pretested the rotator drive unit. When the device tip was placed in the thrombosis site, the left arm arteriovenous (av) fistula of the male pt, the dr turned on the rotator. However, the basket did not rotate and soon became stuck firmly in the vessel. The dr tried to remove catheter assembly from the rotator device and manually rotate counterclockwise to free basket, but he failed to retract it. Inevitably, the dr decided to perform an emergency operation for removal. As a result, the pt did not get serious complications, but the dr was very disappointed about this event because he did not attempt to use the ptd "toothbrush" technique when basket was active. Moreover, the cumulative activation time of the ptd catheter was limited to 30-60 seconds in tight curves. In addition, the vessels were larger than 6 mm in diameter, venous outflow stenosis was not greater than 10 cm long. There were no reported pt complications after the surgical intervention to remove the rotator basket.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.